Event description:
It was reported that the user experienced a low glucose event with a blood glucose of 40mg/dl after inserting a new insulin cartridge while remaining connected to the infusion set and without rewinding, which resulted in insulin delivery through tubing that was still attached to the body. Symptoms included feeling tired, shaky, and weak consistent with hypoglycemia. Outcomes included self-treatment with oral carbohydrates and stabilization of blood glucose over approximately 12 hours without medical assistance. Investigation included troubleshooting and user education. Investigation of this case revealed user error related to cartridge change while connected and failure to follow training instructions. It was concluded that the event was attributable to use error; device function was not implicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.